Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical products: 500fa23 mechanical valve, implanted (B)(6) 2015; 500dm33 mechanical valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.